Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 had failed and required maintenance. When the field service engineer (fse) arrived at the station, it was found that cubie b3 in drawer 5.2 of the auxiliary cabinet had popped loose on one side. The fse worked with the customer to unload and remove the damaged cubie, after which the customer reloaded the medications into another cubie. All cubies were subsequently recovered, and medications were inventoried in each cubie. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 had failed and required maintenance. The customer stated that an error message indicated that maintenance was required. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.